Event description:
It was reported that during an unknown procedure, the device did not work. Unknown how the case was completed. There was no patient consequence. There is no further information available about the event.

Manufacturer narrative:
(B)(4). Empty, device fired through lockout. The analysis results found that the (B)(4) device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out, however the orange indicator was overtraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.